Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had a communication error (b30) and no image. The reported issue occurred at inspection, during preparation of use for a diagnostic tracheoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a communication error and no image due to a defective plug unit caused by liquid intrusion in the light guide connector. Additionally, corrosion was observed on the scope connector cover due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the b30 error was not reproduced, it could have temporarily occurred due to the following; a temporary failure of the charge-coupled device (ccd) unit and/or internal scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the scope connector contacts), a failure of the system, or a failure of ccd unit and/or a conduction failure of the scope connector internal circuit board due to moisture/water that invaded the device. Water invasion could occur by the following; stress was accidentally applied while the subject device was underwater, foreign material such as fragments of a cleaning tool was caught in valve of the venting connector not allowing it to close properly, the leak test air tube was broken/inadequately connected, packing of reprocessor/leak test air tube was broken, immersing the device in reprocessing fluid with the sterilization cap attached, attaching the connector cap on the leak tester to the wet venting connector, or attaching/detaching the leakage tester while underwater. The event can be prevented by following the instructions for use (IFU) which state: "operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.